Manufacturer narrative:
Complaint products were not returned for evaluation. Retain strips of specified lot were tested with reference meter and passed testing with no failures detected. If either meter or strips is returned, arkray will evaluate the product and file a follow-up report. This is a new report for 1832816-2021-00004. On march 22, 2021, this report was originally submitted, however, our organization inadvertently used "MFR report #" field and we should have used the "uf/importer report #" field as my organization is the importer of this device.

Event description:
Patient stated she did nothing different on day of incident. Patient reported receiving a reading of 121 in the morning and felt the reading was not correct and had symptoms of hyperglycemia. Patient claimed she did not treat herself based on the meter reading since she wasn't sure what to do. Patient continued to feel unwell, so she had her neighbors call an ambulance and when they got to her, they checked her blood glucose, and it was 351, indicating her blood glucose was high. The paramedics informed her that her meter was not working and set her up on an IV and took her to the hospital where she was treated and released later in the day. Replaced meter, strips, sent cs and sent return label.

Manufacturer narrative:
Customer returned meter. The returned meter was tested with retain strips of specified lot and blood passed testing. No failure detected. Meter will be returned to the manufacturer for further investigation. This follow-up report is delayed because the original MDR was submitted incorrectly, and we needed to wait for the FDA to delete the incorrect report to submit the corrected report. Please see the attached correspondence with the FDA for more information.

Event description:
Patient stated she did nothing different on day of incident. Patient reported receiving a reading of 121 in the morning and felt the reading was not correct and had symptoms of hyperglycemia. Patient claimed she did not treat herself based on the meter reading since she wasn't sure what to do. Patient continued to feel unwell, so she had her neighbors call an ambulance and when they got to her, they checked her blood glucose, and it was 351, indicating her blood glucose was high. The paramedics informed her that her meter was not working and set her up on an IV and took her to the hospital where she was treated and released later in the day. Replaced meter, strips, sent cs and sent return label.